Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: intermittent tracking lost navigation of instrument tracker a1102: system faulted once a23: emitter seemed smaller than usual d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521ent, serial/lot #: (B)(6) , ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned emitter was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was able to pass through the registration after a while of trying. During navigation, the emitter would intermittently lose navigation of the instrument tracker. According to the manufacturer representative the surgical electromagnetic (em) field from this emitter seems to be smaller than usual. Surgeon brought in another emitter from another system on site and issue resolved, and surgery continues. Print camera diagnostics showed the system faulted once, the manufacturer representative did not take a picture of the command screen. Multiple attempts to check the print camera diagnostics was unable to replicate the fault previously seen. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.